Event description:
It was reported that the pta balloon detached from the catheter shaft at the proximal bond joint during an inflation in an upper arm fistula, and the balloon became bunched toward the distal end of the catheter as it was being retracted into the introducer sheath. A surgical cutdown was performed at the access site in order to remove the sheath and the balloon together from the pt.

Manufacturer narrative:
A MFR review was performed. The lot met all release criteria. This is the only complaint reported to date for this lot number and these failure modes. The device was returned and one photo was provided for review. The investigation is confirmed for retraction issues and a break at the proximal balloon glue joint based on the condition in which the sample was returned. Based upon the returned photo, a break at the glue joint can be confirmed. The balloon was bunched towards the distal tip as a result of the break, which then resulted in the reported retraction issues. However, the definitive root cause for the break could not be determined based upon the available info.